Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the driveline being disconnected was confirmed via analysis of the submitted log file. A system controller periodic log file was submitted for review and data from the event date of 06jun2025 was reviewed. The log file captured the driveline being disconnected between 06jun2025 at 07:36:45 and 06jun2025 at 09:36:45. The periodic log file only collects data at specified time intervals rather than upon the detection of an event; therefore, the exact time that the driveline was disconnected and reconnected cannot be determined from this log file. The pump maintained a speed within the low speed limit without issue while the driveline was connected. The system controller was not returned for analysis. The root cause of the reported event was determined to be due to the driveline being mistakenly disconnected from the system controller. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including driveline disconnect alarms, and the actions to take if the issue does not resolve. Heartmate 3 IFU section 2 ¿ ¿system operations¿ instructs the user on how to correctly insert the driveline into the system controller, stating ¿insert the driveline cable connector into the socket, pressing firmly until it snaps into place. Move the safety lock to the locked position, so that it covers the red button.¿ additionally, the heartmate 3 patient handbook section 2 ¿ ¿how your heart pump works¿ warns the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop.¿ the patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log file review was requested due to concern for thrombus. It was stated that the patient was found down by family with driveline disconnected. The family plugged the driveline back in and began cardiopulmonary resuscitation (CPR) log files were reviewed, and the event log file contained low flow estimates as well as sustained low flow hazard events on (B)(6) 2025. Technical services (ts) stated that a few set speed changes were also seen in the log file. The periodic log file contained alarms associated with a driveline disconnect on (B)(6) 2025 at 8:36am. Ts stated that they were unable to determine the exact duration of the driveline disconnect event. Also 2 low flow readings were seen prior to the disconnect as well as several after the driveline was reconnected. An echocardiogram was performed indicating a severely collapsed left ventricle (lv). There was no thrombus. The cause of the low flow alarms was the collapsed lv. They resolved after a ramp echocardiogram was performed. Symptoms during the low flows included hypotension it was noted that the patient had been intubated and sedated at that time. The patient was unsure why they had disconnected their driveline; they had thought they were changing their batteries.